Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to transcatheter aortic valve replacement (tavr) procedure. Reportedly, all deployment steps performed successfully. With both devices, as the proglide was being removed from the anatomy, the suture and knot came completely out of the patient. It looked as if the suture loop was coming out of the device distal of the footplate. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to deploy the suture and suture loop in the suture bearing were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.